Event description:
It was reported that the patient presented during clinical follow-up. In clinic, it was noted that the pacemaker could not be interrogated. Further investigation found that the pacemaker was prematurely depleted. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the pacemaker was explanted on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed while the reported event of failure to interrogate was confirmed. As received, the device output was not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.